Event description:
Related to MFR report# 2183959-201200735. It was reported by the plaintiff's attorney that the pt was implanted with a miniarc sling on or about (B)(6), 2010, with the intention of treating her pelvic organ prolapse and stress urinary incontinence. It was alleged the pt experienced "significant mental and physical pain and suffering," "pelvic pain, urinary problems, and other injuries." It was also alleged the pt had "undergone a surgical procedure to remove one or more of the products."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.